Manufacturer narrative:
Per tandem's pump user guide: if you manually stop insulin delivery, you must manually resume insulin delivery. The automated insulin dosing feature does not automatically resume insulin if you decide to stop it manually. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 595 mg/dl. Reportedly, customer suspended insulin delivery and forgot to resume it. Bg was addressed via a correction bolus.